Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit had a battery failure. The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Manufacturer narrative:
B4:02sep2021. The international service engineer confirmed the battery failure and replaced the battery to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.